Event description:
According to the reporter, during the caesarean section, while suturing, the needle and thread came off immediately for the six sutures after passing the first stitch. A new pack of suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: unknown - sutur, unknown suture product, (lot number: unknown) unknown - sutur, unknown suture product, (lot number: unknown) unknown - sutur, unknown suture product, (lot number: unknown) unknown - sutur, unknown suture product, (lot number: unknown) unknown - sutur, unknown suture product, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b1, b4 (model #, catalog #, expiration date, lot #, UDI #). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.